Event description:
I'd like to report my experience with amo complete moisture plus multi-purpose solution. In 2007, I went to my family dr with a very red, sore and blurry right eye. He wasn't sure what was causing this. On his advice, I treated it by flushing with eye drops & saline solutions frequently. The eye was red for a few days and cleared up. Then it would get red again and the cycle repeated several times. For at least one of the events, it was the left eye that turned red. I stopped using the bottle of amo complete moisture plus solution. I opened a new bottle of solution (re-nu), and got a new case. My eyes seem to be getting better now. I will follow up with my contact lens specialist and notify my family dr.